Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. It was reported that the patient did not check to see if the patient line was primed all the way to the top prior to connecting to the hc. The patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the home patient stated that he does not check if the patient line was primed all the way before he connected, insufficient information was provided to determine the cause of the alarm. Therefore, the assignable cause was not determined. Should additional relevant information become available, a follow-up report will be submitted.